Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the pump shut off without warning. The customer's blood glucose reading was 276 mg/dl at the time of incident and 467 mg/dl at the time of the call. Troubleshooting was not completed as the keypad buttons do not work. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector. The keypad connector was re-connected, and the pump passed the unexpected restart and self test, as well as the currents test. No blank display anomaly was noted. No damage was found on the lcd isolation tape. The pump had minor scratches on the display window.